Manufacturer narrative:
H10:a customer reported that two sets of internal paddles did not work during a defibrillation attempt. A set of external paddles was used to defibrillate the patient. The customer declined an evaluation of the device and the paddles from a philips field service engineer (fse). No ECG strips or case events files were provided to philips for evaluation. Philips requested but did not receive additional information. The customer reported that the device remains in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device internal paddle set failed during patient use. Additional details have been requested. Philips is considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another device.